Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced; however, the device failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 32 x 3.00 mm stent delivery system was returned for analysis with customer mandrel & stent protector attached - both removed distally without issue. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region was noted to be lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced; however, the device failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.